Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings exceeding 400 mg/dl while using the ilet, following an insulin occlusion alarm and an automatic stop of insulin delivery; the user wears teflon infusion sets, and after coaching the user to resume delivery, disconnect and fill the tubing until drops were observed, glucose began to decline. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy until insulin delivery was resumed without hospitalization. Investigation of this case revealed no device problem found and a lack of effect consistent with interrupted insulin delivery, with insufficient information to identify a specific device component failure. It was concluded, based on previously established findings for similar reports, that the cause was not established.